Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and autoimmune disorder ('autoimmune-like symptoms') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), infection ("infection") and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (total vaginal hysterectomy, bilateral salpingectomy cytoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, autoimmune disorder, genital haemorrhage, dyspareunia, infection and uterine haemorrhage outcome was unknown. The reporter considered autoimmune disorder, dyspareunia, genital haemorrhage, infection, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: findings: three coils on the left, 3 coils on the right. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and autoimmune disorder ('autoimmune-like symptoms') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), infection ("infection") and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (total vaginal hysterectomy, bilateral salpingectomy cytoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, autoimmune disorder, genital haemorrhage, dyspareunia, infection and uterine haemorrhage outcome was unknown. The reporter considered autoimmune disorder, dyspareunia, genital haemorrhage, infection, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: findings: three coils on the left, 3 coils on the right. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.